Manufacturer narrative:
Device component code: (B)(4). The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented remotely, via merline.net transmission, lead noise was observed on the ra lead. Upon a follow up visit lead insulation damage and low impedance issue was observed on the ra lead. Lead was explanted and a new lead was implanted. Patient was stable prior and post procedure.